Manufacturer narrative:
H3) the logs and archive from the reported issue were provided to the manufacturer for evaluation. However, the logs and archive contained insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 2 9631, serial/lot #: (B)(4), ; product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a stereoelectr oencephalography (seeg) procedure. It was reported that an imprecision was observed. Initial bolts placed on one side of the patient were noted to be accurate. Following re-registration and moving to the other side of the anatomy,the facility had to unpin and repo sition the patient. Once placed, it was reported that the bolts had been inaccurate by ~2 millimeters downward. A post-operative computed tomography (CT) scan confirmed the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.